Event description:
It was reported tht (1) ecs25 was used during a low anterior resection procedure. It was reported by the rep that the instrument inserted transanelly in the usual fashion. Anvil was securely attached to instrument shaft and closed in clockwise motion by surgeon. Indicator was within green range, safety released and trigger pulled. The staple line not complete. The instrument has been discarded. The surgeon converted to open procedure and hand sewn anastamosis to complete the case.